Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was not working. Reportedly, the patient was having chest pain and had some issues with the patient's arms. Monitor daily checks was discussed. The device remains in service. No adverse patient effects were reported.